Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. All of the keypad buttons were found to be responding properly. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the event the display was found to be dim and fading.

Event description:
The distributer contacted animas on (B)(6) 2012, stating that the ok keypad button required multiple presses to elicit a response. There is no additional information available with the complaint at this time. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.